Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was "audio alarm not working correctly". The pump was found it to be in good physical condition. No evidence of the reported problem was found in the event log. The customer's reported problem was verified. A test front housing beeper was attached and the device had sound. The front housing beeper will be replaced. What caused the reported problem was the front housing beeper. Who caused the reported problem is unknown.

Event description:
It was reported that the audio alarm of a cadd®-solis ambulatory infusion pump is not working correctly. There is no report of any patient involvement.